Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 2m drawer auxiliary 3 was unresponsive. The field service engineer (fse) had responded after the customer reported that auxiliary full height drawer 3 could not stay closed. After inspecting the unit, the fse found that the magnet had fallen out of the latch and required replacement. The station had been powered down, the latch assembly was replaced with the updated version, and the station was powered back on. All hardware tests had passed successfully, and a visual preventative maintenance inspection was completed. During the inspection, the fse noted wear on the right side drawer rails and planned a proactive ticket for replacement. The fse also powered off the pyxis unit, removed and inspected auxiliary full height drawer 3, confirmed the rails were functioning properly, reinstalled the drawer, and powered the unit back on. The customer then logged into the application and successfully opened drawer 3. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3 was unresponsive. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.